Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered pacing which initiated a ventricular tachycardia (vt) episode. The health care professional (hcp) discussed with boston scientific technical services (ts) that this patient has a magnet at home and once the magnet was removed, the device delivered anti-tachycardia pacing (atp) and an electric shock which successfully converted the rhythm. Additionally, crosstalk oversensing an undersensing were observed. Further information was received that this patient has used the magnet at home during other episodes to inhibit therapy. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered pacing which initiated a ventricular tachycardia (vt) episode. The health care professional (hcp) discussed with boston scientific technical services (ts) that this patient has a magnet at home and once the magnet was removed, the device delivered anti-tachycardia pacing (atp) and an electric shock which successfully converted the rhythm. Additionally, crosstalk oversensing an undersensing were observed. Further information was received that this patient has used the magnet at home during other episodes to inhibit therapy. No additional adverse patient effects were reported. At this time, this device remains in service. Further information was received that this patient passed away. This lead was removed and has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered pacing which initiated a ventricular tachycardia (vt) episode. The health care professional (hcp) discussed with boston scientific technical services (ts) that this patient has a magnet at home and once the magnet was removed, the device delivered anti-tachycardia pacing (atp) and an electric shock which successfully converted the rhythm. Additionally, crosstalk oversensing an undersensing were observed. Further information was received that this patient has used the magnet at home during other episodes to inhibit therapy. No additional adverse patient effects were reported. At this time, this device remains in service. Further information was received that this patient passed away. No allegations of a malfunction were related to the patients death. This lead was removed and has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Melted metal (arcing damage) is evident on the leads proximal and distal portion cable severed ends. It appears that post explant, the device delivered therapy which caused arcing between the high voltage conductor cable severed ends which were in close proximity. The observed damage is not deemed to indicate a product defect or malfunction.